Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description. Issue with easy pump infusion time. Detailed inquiry description: we received notice that an easy pump was delivering inaccurately. We had an incident with patient regarding braun easy pump 270ml/10ml/hr. Infusing in 12 hours instead of 24 hours. Confirmed with the patient the rate on the pump was correct. Another incident with same patient reported that the infusion pump connected at 3pm and completely deflated at 5pm. Replaced the balls but kept having same issue.